Event description:
The patient reports that post implant a realize ajustable gastric band, the tubing became disconnected from the port in (B)(6) 2010. The port was replaced without any patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.